Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose drive support disk. The pump also had a scratched reservoir tube window.

Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. Customer's blood glucose level was 123 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. Troubleshooting was performed and the drive support cap was protruded. Customer stated that they were not wearing the pump during priming. Customer put in a new reservoir. Customer received a compromised force sensor system alarm. Customer tried to refill last night and now it is stuck in rewind mode. Customer stated that there are no numbers ramping up on the pump. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.